Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure an absorbable envelope was implanted one day past its expiration date. The absorbable envelope remains in use. No patient complications have been reported as a result of this event.